Event description:
Philips received a complaint on the patient information center ix indicating that the unit did not alarm for the mean nbp when it went below the limit. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Remote clinical support (rcs) reviewed the clinical audit log and configuration file. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the patient information center ix indicating that the device did not generate an alarm for low blood pressure. The telemetry patient had a nitroglycerine infusion running and their blood pressure decreased; however, the telemetry technician indicated there was no alarm prior to notifying the nurse. The patient recovered and the drop in pressure was noted in time. The customer requested assistance comparing the alarms imported to cerner with the alarms in the clinical audit log. Additional information was received which confirmed there was no impact to the patient. No alarm was expected as the alarm limits had not been violated at the time of the reported issue and the telemetry technician noted the pressure drop prior.

Manufacturer narrative:
Remote clinical support (rcs) reviewed the clinical audit log and configuration file. The rcs confirmed that the configuration was set to alarm off of systolic only and that is why when the mean dropped it did not alarm. This is changed by the user as needed based on the clinical needs to monitor different patients. Although the rcs reviewed the audit logs and configuration remotely, the complete log and configuration files were not downloaded or retained for the record. Based on the information available and the testing conducted, the cause of the reported problem was user configuration changes. The reported problem was confirmed. The device was confirmed to be operating per specifications and no failure was identified; however, the customer was provided with instruction to adjust configuration based on their clinical needs. The investigation concludes that no further action is required at this time.